Manufacturer narrative:
The pump was exchanged (MFR # 2916596-2023-01994). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number 2916596-2023-01994. B3: date of event is estimated. Additional information requested, not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the onset date of bacterial infection and discharge from the driveline exit site was estimated to be (B)(6) 2022.